Event description:
Report received from (B)(6) stating "difficult to enter with 1.8 incision. No pt impact."

Manufacturer narrative:
The sterilization records were reviewed and were found to be within specification. Though the device was requested, it has not been returned. Should the device or add'l info become available, a supplemental will be filed.